Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the water tightness was lost, due to damage on the upward/downward knob; the play of the upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on bending section cover (a-rubber) was chipped and had white-clouded area; the water removal ability does not meet the standard value, due to clogging of nozzle; the control unit had discoloration; the paint on the suction cylinder (s-cylinder) was peeled; there were scratches on the universal cord and connecting tube; the light guide (lg) lens was cracked; and the foggy image occurred due to dirt on objective lens. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had insufficient angle of angle. During evaluation, the following reportable issue found that the nozzle, objective lens, lightguide lens, plastic distal end cover (c-cover) had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation the presume cause could not be identified. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.